Manufacturer narrative:
At the completion of the clinical evaluation, based on the information clinical evaluation was able to find substantial evidence to support the following reported events; endoleak type ia, diagnostic angiography, and planned intervention. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the off-label, and cautionary product use related to the neck anatomy. No other user, procedure, or anatomy-related issues were detected. Associated clinical harms for this device failure included: type ia endoleak; aneurysm growth; secondary intervention (diagnostic angiogram); and, a planned endovascular intervention. The final patient disposition could not be determined due to lack of medical information surrounding the impending intervention, but no further negative patient sequelae has been reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension and a limb stent graft. A follow up computed tomography (CT) as well as an investigative angiogram showed the patient had a type 1a endoleak and a potential type 3b endoleak. To date a secondary intervention has not been reported to endologix and there have been no additional adverse events reported for this patient.